Event description:
Customer was hospitalized due to low blood glucose levels. Troubleshooting was performed and pump appeared to be operating as designed. Found that customer's nurse had been adjusting the insulin sensitivity from 50 down to 25. Customer also had multiple carbohydrate ratios programmed in the pump. Customer was advised to contact med for correct bolus wizard programming.